Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event resolved without sequelae on (B)(6) 2017.

Event description:
Information received from a healthcare professional from a clinical study reported the patient had attempted suicide by overdosing on medication. The patient was admitted to the emergency care on (B)(6) 2016 because of depressed feelings. Interventions involved the patient being admitted to the psychiatric department the same day. The event resulted in in-patient hospitalization, an urgent care visit and emergency room visit. The etiology was reported as unlikely related to the device or therapy, not related to the implant procedure, and "other etiology: due to depressed feelings." The event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was ongoing. Additional information received confirmed the patient was not deceased but had attempted suicide.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was admitted to the ER and subsequently hospitalized on (B)(6) 2016. The patient was also admitted to the psychiatric department on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to not related to the device/therapy and not related to the implant procedure.